Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented in clinic for normal follow up. Noise reversion episode that appeared to be due to atrial fibrillation. A review of egm confirmed patient was in true atrial fibrillation. The patient would be monitored.